Manufacturer narrative:
Evaluation summary: the device had not been inflated. Blood was visible inside the balloon distal pillow. The device failed negative prep. On pressurisation of the device, a leak was detected on the balloon proximal pillow. Upon visual inspection, two pin hole leaks were observed on the balloon proximal pillow. The balloon material was raised, jagged and uneven at the leak sites. Lead in scratches were evident distal to the leak sites. (B)(4).

Event description:
It was reported that the physician attempted to use one 2.50 mm x 22 mm integrity rx stent and two 2.50 mm x 18 mm integrity rx stents to treat a non- calcified, 70-80% stenosis and non-tortuous mid cx lesion. It was reported that negative prep was not performed on the devices. The target lesion was not pre-dilated. No resistance was encountered when advancing any of the devices and no excessive force was used all three devices were inspected prior to use with no issues noted. The same inflation device was used with all devices. All three devices failed to inflate completely when 16 atms of pressure was applied. The account reported that the vessel morphology was not a contributing factor and that the issue was not due to the inflation pressure applied. The devices were not implanted. No patient injury reported. The procedure was completed with another integrity device.

Manufacturer narrative:
Device was not implanted. Device was not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.